Manufacturer narrative:
An event of an effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 3008452825-2018-00342, 3005334138-2018-00343. During an atrial flutter and fibrillation procedure, a pericardial effusion occurred. Immediately following the second transeptal puncture when the ablation catheter was inserted into the sheath the patient became hypotensive. An echocardiogram revealed a pericardial effusion for which a protamine injection and pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.